Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during to a dialysis catheter placement procedure, the transparent section of the extended venous end of the catheter device was allegedly enlarged. It was further reported that the enlarged catheter could not be recovered after the contrast medium was withdrawn. There was no reported patient injury.

Event description:
It was reported that during to a dialysis catheter placement procedure, the transparent section of the extended venous end of the catheter device was allegedly enlarged. It was further reported that the enlarged catheter could not be recovered after the contrast medium was withdrawn. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a catheter in which a bulge is noted in the venous lumen extension leg near the blue luer. Therefore, the investigation is confirmed for the reported enlarged extension leg issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.